Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that since they began using new system in (B)(6) 2017, he has had three cases of cystoid macular edema. He reported that the restoration was mostly complete.

Manufacturer narrative:
Additional information has been provided. There is no evidence in the information provided that the centurion system caused or contributed to the reported cystoid macular edema. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).